Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to high threshold measurement. The lead was replaced successfully. Additional information received from the field representative that the lead was dislodged and was disposed accidentally by the center and it will not be returned. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.